Event description:
A malfunction alarm labeled as "malf 0" was reported, with a notable event that no issues had occurred prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's health. Technical support provided information to reset the pump, assisted the customer in doing so, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, which the customer understood and acknowledged.